Event description:
Pt having surgical procedure to r ankle fracture when small ace screwdriver broke & remnants noted in wound x-ray. Surgeon believes he removed all pieces.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA or the results of th is investigation once it has been completed.